Event description:
Patient was revised to address pain issues he has suffered since 2008, when he stepped off a hay wagon and heard a popping sound. Significant poly wear and delamination of the insert was found, as well as osteolysis.

Manufacturer narrative:
No product was returned for examination. Product information required to retrieve the device history records for reviewing was not provided. The investigation could not draw any conclusions about the reported event based on the absence of the product to examine and insufficient product information. Provided information stated the onset of pain began when the patient experienced trauma. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.